Manufacturer narrative:
Investgation: two samples and one photo were provided to our quality engineer for investigation. Through visual inspection, it was observed that all samples do not have a tip. Using magnification to further evaluate, the thread of the barrel is noted to be complete. A device history review was performed for reported lot 1901240 finding one annotation related to this malfunction. During the molding process, an incident was detected in one of the molding cavities which caused the barrels to be expulsed from the mold and resulted in the tip detaching, such as seen in the product reported. Once the issue was detected, the cavity was repaired and defective product was scrapped. It has been determined this instance occurred as a result of both the malfunction noted and product not being properly rejected.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "leakage (drop by drop) at the screw thread of the syringe. When I look closer, I think that I did not screw the extension on the syringe, which I try to do, but the drip continues anyway. The screw thread of the syringe was actually completely broken. In addition, the tension of my patient began to decrease because this syringe infused the patient's ktc pathway associated with noradrenaline."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a bd plastipak¿ 50ml concentric luer lock syringe. The following information was provided by the initial reporter, "leakage (drop by drop) at the screw thread of the syringe. When I look closer, I think that I did not screw the extension on the syringe, which I try to do, but the drip continues anyway. The screw thread of the syringe was actually completely broken. In addition, the tension of my patient began to decrease because this syringe infused the patient's ktc pathway associated with noradrenaline."